Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 270mg/dl at the time of incident. The current blood glucose was 212mg/dl. Customer treated with manual injection and insulin pump. Customer was not able to perform high pressure test. The troubleshooting was done and it was observed that the there is absence of air bubble and leaks in the tubing and reservoir. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.